Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections which state: - IFU: operation manual chapter 3 preparation and inspection states detection method. - IFU: reprocessing manual chapter 5 reprocessing the endoscope states counter measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the issue was confirmed. In addition to the nozzle being clogged with foreign material, additional findings are as follows: due to clogging of nozzle, no water was fed. Due to wear of angle wire, the play of right/left (r/l) knob and bending angle in up direction did not meet the standard value. Plastic distal end cover and scope connector case unit had a dent, and the air/water -cylinder and suction cylinder had discoloration. The following device components had a scratch: grip, switch box, r/l knob, up/down knob, light guide cover glass, and connecting tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope did not have enough air. The event was found during reprocessing. There was no patient or procedure involved. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was clogged with foreign material. This MDR (medical device report is being submitted to capture the reportable malfunction found during the device evaluation.